Manufacturer narrative:
(B)(4). The date of patient's death was unknown. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. No non-conforming product was identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.